Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. It is necessary for the pro+ mattress to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm) and testing for joint commission certification. Examine the entire length of the mattress power cord. Make sure there are no cuts or exposed wires. Make sure the plug is a one-piece molded plug assembly. Examine the plug for damage. Replace the mattress power cord if the plug shows: discoloration of the plug molding on or around the plug blades. Signs of cracking. Loose fit of the plug blade (the plug blade moves in the molding). A search of the baxter maintenance records showed no records for preventive maintenance performed on this bed. It is unknown if the facility performed any other preventive maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that flat deck 36" mrs w/ x-ray slv power cord had damage with exposed copper wires. The bed was located at the account and occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.